Event description:
It was reported that pump displayed cartridge alarms during the load process, and customer was unable to resume insulin delivery despite trying multiple cartridges from different boxes and lot numbers. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on proper loading technique, and was escalated to advanced support, which arranged shipment of replacement pump under warranty; customer was instructed on storage mode, return of malfunctioning pump within specified time frame, and setup of replacement pump, and planned to contact healthcare provider regarding backup insulin therapy.